Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right atrial (ra) exhibited episodes of minute ventilation (mv) sensor noise and oversensing. Abrupt impedance changes were also noted on the ra lead with some measurements nearing the edge of normal limits. Additionally, competitor right ventricular (rv) lead pace impedance measurements were observed to increase gradually since implant until reaching out-of-range values and stabilizing between 2,000-2,150 ohms. There were no instances of pacing inhibition resulting in asystole as a result of the noise and oversensing nor any other adverse patient effects. Boston scientific technical services (ts) provided suggestions for additional system testing. No further action has been taken at this time as the physician plans to perform additional testing at the patient's next scheduled follow-up. This system remains in service.